Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had blank display. Customer states the display was not blank less than 30 seconds. Customer¿s blood glucose was unknown at time of incident. Customer stated that they had broken belt clip. Customer discontinue use of insulin pump and revert to back up plan. Insulin pump will not be return for analysis.